Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. Rationale: customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause.

Event description:
It was reported that q-syte closed luer access device leaked. The following information was provided by the initial reporter: at 08:15 on (B)(6) 2020, the patient was administered intravenous infusion with a diaphragm needle-less closed infusion joint for intravenous infusion management. At 08:16, fluid was found to leak at the joint, and the crack was detected at the joint. After the new diaphragm needle-less closed infusion joint was replaced in the same batch immediately, there was no fluid leakage.